Event description:
Customer reported an error light on the tim transmitter, which may have affected telemetry monitoring. No pt injury reported.

Manufacturer narrative:
Company rep repaired the coax cables and replaced tim power supply.